Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they experienced high blood glucose. The customer's friend reported that they received no delivery alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's friend performed plunger push and the insulin did exit. The customer's friend performed manual prime and the insulin did exit. The customer's friend declined to troubleshoot for high blood glucose. The reservoir will not be returned for analysis.